Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 31-year-old female patient who had essure (batch no. B26272) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida, parity 3 and tubal ligation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and pelvic pain ("pain,"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic haematoma obstetric ("hematoma outside her left fallopian tube"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic haematoma obstetric and pelvic pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, pelvic haematoma obstetric and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Clinical history : sterilization. Gross description : the second portion of fallopian tube measures 5 x 0.5 x 0.5 cm. This portion was inked. There is a 2.5 x 2 x 1.5 cm aggregate of pink-tan soft tissue fragments noted with detached fimbriae noted. After sectioning, rep. Portions from the largest fallopian tube is in cassette a 1, the second described fallopian tube in a2 and the aggregate in. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received, new reporter, patient demographic, lab data, concomitant product, essure indication , lot number and new event psychological or psychiatric problems condition: depression and mental anguish, pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device-uterus") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 31-year-old female patient who had essure (batch no. B26272) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida, parity 3 and tubal ligation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and pelvic pain ("pain,"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic haematoma obstetric ("hematoma outside her left fallopian tube"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, pelvic haematoma obstetric, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea and back pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, nausea, pelvic haematoma obstetric, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion . Clinical history : sterilization. Gross description : the second portion of fallopian tube measures 5 x 0.5 x 0.5 cm. This portion was inked. There is a 2.5 x 2 x 1.5 cm aggregate of pink-tan soft tissue fragments noted with detached fimbriae noted. After sectioning, rep. Portions from the largest fallopian tube is in cassette a 1, the second described fallopian tube in a2 and the aggregate in on (B)(6) 2015: home pregnancy test done . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet-events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: uterus, nausea, device breakage, dysmenorrhea (cramping) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 31-year-old female patient who had essure (batch no. B26272) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida, parity 3 and tubal ligation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and pelvic pain ("pain,"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic haematoma obstetric ("hematoma outside her left fallopian tube"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic haematoma obstetric and pelvic pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, pelvic haematoma obstetric and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2014: bilateral tubal occlusion . Clinical history : sterilization. Gross description : the second portion of fallopian tube measures 5 x 0.5 x 0.5 cm. This portion was inked. There is a 2.5 x 2 x 1.5 cm aggregate of pink-tan soft tissue fragments noted with detached fimbriae noted. After sectioning, rep. Portions from the largest fallopian tube is in cassette a 1, the second described fallopian tube in a2 and the aggregate in . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device-uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 31-year-old female patient who had essure (batch no. B26272) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: clinical history : sterilization gross description : the second portion of fallopian tube measures 5 x 0.5 x 0.5 cm. This portion was inked. There is a 2.5 x 2 x 1.5 cm aggregate of pink-tan soft tissue fragments noted with detached fimbriae noted. After sectioning, rep. Portions from the largest fallopian tube is in cassette a 1, the second described fallopian tube in a2 and the aggregate in (B)(6) 2015: home pregnancy test done. Concurrent conditions included multigravida, parity 3 (B)(6) 2002, (B)(6) 2006, (B)(6) 2013), tubal ligation and sickle cell anemia. Concomitant products included methotrexate and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic haematoma obstetric ("hematoma outside her left fallopian tube"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, pelvic haematoma obstetric, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea and back pain outcome was unknown, the depression and anxiety had not resolved and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, nausea, pelvic haematoma obstetric, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device-uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 31-year-old female patient who had essure (batch no. B26272) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: clinical history : sterilization gross description : the second portion of fallopian tube measures 5 x 0.5 x 0.5 cm. This portion was inked. There is a 2.5 x 2 x 1.5 cm aggregate of pink-tan soft tissue fragments noted with detached fimbriae noted. After sectioning, rep. Portions from the largest fallopian tube is in cassette a 1, the second described fallopian tube in a2 and the aggregate in. (B)(6) 2015: home pregnancy test done. Concurrent conditions included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2013), tubal ligation and sickle cell anemia. Concomitant products included methotrexate and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic haematoma obstetric ("hematoma outside her left fallopian tube"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, pelvic haematoma obstetric, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea and back pain outcome was unknown, the depression and anxiety had not resolved and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, nausea, pelvic haematoma obstetric, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Outcome for event pelvic pain updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic haematoma obstetric ("hematoma outside her left fallopian tube"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device and pelvic haematoma obstetric outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic haematoma obstetric to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.